Event description:
It was reported the customer had cracks around the battery compartment of their insulin pump. The customer also reported possible moisture damage. No additional information provided.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir near the reservoir tube window, and cracked battery tube threads. In addition, the pump had moisture damage on the electronic and motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).